Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure, the diamondback coronary orbital atherectomy device (oad) became stuck and fractured in a stent. The 90% stenosed, type b target lesion was located from the left main trunk (lmt) to the left anterior descending coronary artery (lad), and it was known that the lesion was located within a stent. The vessel diameter at the lesion was 2.5 mm and was not tortuous. The lesion was treated with several treatment passes on low speed and several on high speed, and the oad became stuck. An attempt was made with a balloon to loosen the oad, but the attempt was unsuccessful. The oad driveshaft was then cut, and was pulled strongly in an attempt to free the crown. The driveshaft fractured proximal to the crown, and the stent and oad driveshaft were removed when the guide wires were removed without further intervention. The procedure was completed through stenting of the lmt through the lad. There were no patient complications reported, and the patient was discharged.